Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no motor error or excessive no delivery alarm noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of high blood glucose levels and motor error alarms with their insulin pump. The customer's blood glucose level at the time of incident was 402mg/dl. The customer treated the high with pump. The customer was assisted with troubleshoot. The customer was advised the pump would be replaced and returned for analysis.